Event description:
After approximately 3 years of successful cochlear implant wear, this patient presented with a painful bump over the implant site. Their doctor performed surgery on 11/2004 to remove the mass and cultured it. The culture indicated a combination of coagulase negative staphalococus with h.influenza. They are being treated with a 12 month course of antibiotics.